Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a burning sensation at the pocket site of the implantable pulse generator (ipg). The physician assessed that having not plugged the ports on the ipg during a previous lead revision procedure ((B)(4)) may have caused the burning sensation due to the body fluid leaking into the ipg. The patient underwent a revision procedure where the ipg was replaced. The patient was doing well post-operatively.

Manufacturer narrative:
The returned ipg was analyzed and passed all tests performed and exhibited normal device characteristics.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a burning sensation at the pocket site of the implantable pulse generator (ipg). The physician assessed that having not plugged the ports on the ipg during a previous lead revision procedure (MFR. Pending) may have caused the burning sensation due to the body fluid leaking into the ipg. The patient underwent a revision procedure where the ipg was replaced. The patient was doing well post-operatively. The previous lead revision procedure referenced in the initial report is MFR. 16516690.